Manufacturer narrative:
Investigation: customer returned (1) loose syringe. Customer states that the needle on one of the syringes was damaged and deformed. The returned syringe was examined and exhibited a crushed plunger cap and a broken thumb press on the plunger rod. As per manufacturing, a review of the device history record was completed for batch # 6337790 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted [(B)(4)] that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: bd was able to duplicate or confirm the customer¿s indicated failure (crushed plunger cap and broken thumb press). Possible root cause: the syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger.

Event description:
It was reported before use of the bd¿ insulin syringe the consumer states the needle and thumb press on the syringe was damaged and deformed. There was no report of injury or medical intervention.